Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 243 mg/dl when testing was performed 2 minutes apart on the aviva system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.